Event description:
A medtronic rep reported that while in a spinal surgery, the lumbar probe twisted when trying to make a pathway in the spine. The probe was used manually; no power equipment was attached. The procedure was completed. There was no adverse effect to the pt.

Manufacturer narrative:
Lot number not available at the time of this report. Device manufacture date is dependant on the lot number, and not available at this time. RMA issued. Part has not been returned to MFR for eval as yet.